Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis to repair a thoracoabdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, follow-up imaging revealed a type ii endoleak. The origin was not reported. The diameter of the aneurysm was 62 mm. On (B)(6) 2009, a coil embolization was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2009, six month follow-up imaging showed no issues. The diameter of the aneurysm was 62 mm. On (B)(6) 2010, one year follow-up imaging showed no issues. The diameter of the aneurysm was 62 mm. On (B)(6) 2011, two year follow-up imaging showed no issues. The diameter of the aneurysm was 61 mm. On (B)(6) 2012, three year follow-up imaging showed no issues. The diameter of the aneurysm was 60 mm. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 65 mm. It was unknown whether any endoleaks were present. There are no other complications. No further information was available.